Event description:
It was reported that the user experienced two teflon infusion set failures due to use error during a supply change, including pulling the infusion site off the guide needle on one set after opening it and dropping a second set such that the adhesive folded over; a replacement order was placed after verification of the shipping address and the affected lot was 6012882. Symptoms included no reported clinical effects. Outcomes included replacement supplies shipped to restore therapy. Investigation included complaint intake review and verification of product and lot information. Investigation of this case revealed incorrect deployment and handling of the infusion sets consistent with user error affecting the infusion set and adhesive components. It was concluded, based on previously established findings for similar reports, that the cause was attributed to user error during preparation and insertion.